Event description:
Asked to assess patient by rn, patient desatting and had increased work of breathing on ventilator, patient with leak on ventilator waveform (patient previously had leak upon intubation with no intervention). Suctioned patient for thick secretions, instilled saline and saline noted to bubble around outside of tube where the line to pilot balloon is. Respiratory therapist attempted to hold where the leak was coming from and leak on ventilator waveform subsided. Patient had audible leak, doctors called to bedside. Attending later called to bedside with decision to reintubate patient. Once patient reintubated patient no longer had a leak, and saturations were 100%. Original endotracheal tube was 3.5 flexicare, veriseal.